Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 unspecified bd safetyglide insulin syringes experienced product damage with the device still considered operable. The following information was provided by the initial reporter: date of event: (B)(6) 2019, country of origin: japan, product name: bd safetyglide insulin syringes, lot number: pr181208.002, expiry date: unknown, study: shp-633-305 / 058213, device lot: 500368 or 500369, adverse event: n/a, patient identifiers: n/a, sample availability: n/a. Complaint description: when the patients mother removed the syringe from the ancillary kits box and placed it on the desk, the syringes inner cylinder came off. At that time the syringe rubber stopper remained in the syringe. When the dislodged inner cylinder was pushed into the syringe distilled water could be poured into the vial as usual and the mother proceeded with the injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 4 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to unknown lot number. H3 other text : see h.10

Event description:
It was reported that 2 unspecified bd safetyglide insulin syringes experienced product damage with the device still considered operable. The following information was provided by the initial reporter: date of event: 28dec2019. Country of origin: japan product name: bd safetyglide insulin syringes lot number: pr181208.002 expiry date: unknown study: shp-633-305 / 058213 device lot: 500368 or 500369. Adverse event: n/a. Patient identifiers: n/a. Sample availability: n/a . Complaint description: when the patients mother removed the syringe from the ancillary kits box and placed it on the desk, the syringes inner cylinder came off. At that time the syringe rubber stopper remained in the syringe. When the dislodged inner cylinder was pushed into the syringe distilled water could be poured into the vial as usual and the mother proceeded with the injection.